Event description:
During a crossover dilatation procedure, the guidewire exited through the catheter shaft and into the pt's aorta. The catheter had been placed over the bifurcate area & the wire was exchanged for relocation. When the tip of the wire reached the bifurcation, the catheter kinked & the wire came through. Both items were replaced to complete the procedure.